Manufacturer narrative:
Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A distributor contacted stryker to report that a customer's device had crackling audio. In this state, defibrillation therapy may be delayed or prevented from being delivered to the patient if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. Stryker observed that the audio output had slight distortion but could still be understood. Stryker determined that the cause of the reported issue was due to the audio harness. The returned device was archived by stryker, and the customer received a replacement device.

Event description:
A distributor contacted stryker to report that a customer's device had crackling audio. In this state, defibrillation therapy may be delayed or prevented from being delivered to the patient if needed. There was no patient use associated with the reported event.